Event description:
This is a report of a home patient (hp) who had an open clamp on an unused supply line while connected to the homechoice (hc) for peritoneal dialysis therapy. The open clamp was discovered while troubleshooting for an unrelated alarm. The patient was advised to contact their registered nurse regarding the open clamp and missed therapy. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a patient who had an open clamp on an unused supply line during therapy. Use errors and proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely and instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.